Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd extension sets maxplus® experienced leakage. The following information was provided by the initial reporter: the issue is that it is not aligned properly therefore causing blood to leak. Injuries or adverse event: no.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of improper alignment could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5303-c lot number 22099270 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 5 bd extension sets maxplus® experienced leakage. The following information was provided by the initial reporter: the issue is that it is not aligned properly therefore causing blood to leak. Injuries or adverse event: no.